Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would not charge. Additionally, it was reported that the customer was intermittently unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The customer attempted to use multiple infusion sets; however, the issue was not resolved. There was no information provided regarding the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.